Event description:
She had low blood glucose over the last six months. The customer stated that she was treated by the paramedics. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. Suggested to customer call her doctor to discuss possible causes of low sugar level.